Manufacturer narrative:
H10: the field service engineer replaced the battery to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a battery failure. The customer reported there was no patient involvement.